Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via social media source that her husband had low blood glucose. The customer's blood glucose was below 40 mg/dl. It was stated that image was a graph showing blood glucose was below 40 mg/dl and shows pink micro bolus being given at the time of low. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.